Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).

Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It is unk whether the capsule had attached to the patient's esophagus. It was noted that the handpiece broke during the procedure. No serious injury to the patient was reported.